Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated, and no specific event date was provided. The most recent shock event occurred on (B)(6) 2025. During the first 10 minutes, the device displayed multiple "check pads" and "poor pad contact" alerts, indicating inadequate electrode contact with the patient's skin. The alerts cleared, and the device successfully delivered a 200j shock. Impedance readings were consistent with poor electrode-to-patient coupling. No related accessories were returned for evaluation. The device underwent testing, and no faults were identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a loud pop noise was heard. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.